Event description:
It was reported to boston scientific corporation that the patient was implanted with an advantage fit system during a laparoscopic hysterectomy procedure on (B)(6) 2011. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). According to the physician, the patient's stress urinary incontinence persisted following implantation of the advantage fit system. However, vaginal healing was described as "fine," the urethra was not tender, and the bladder was well suspended. The physician suspected the sling to be too distal; therefore, a second procedure was performed on (B)(6) 2011. During this procedure, the advantage fit system was replaced with another one placed more towards the middle of the urethra. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.